Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level remained under control and did not exceed 500 mg/dl. The technical support team guided the customer through several steps, including disconnecting and reconnecting the tubing and delivering boluses to address the alarms. Ultimately, the bolus completed successfully, and the customer was advised to replace supplies as needed and resume insulin therapy.